Event description:
Customer reported that the insulin pump had a blank display after a battery change. Customer stated that there was a crack on the reservoir compartment and scratches on the display of the insulin pump. No further information reported.

Manufacturer narrative:
No blank display or battery out limit alarm was noted when a battery was inserted into the battery tube. All operating currents were within specification. The off no power alarm functioned properly and passed by the self test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.